Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient wasn't experiencing the same amount of pain relief due to impedances. Reprogramming was attempted multiple times but was unsuccessful. The patient underwent a revision procedure where the implantable pulse generator ipg and the leads were replaced. The patient is expected to fully recover.

Manufacturer narrative:
Device technical analysis: engineers inspected and analyzed the ipg sc-1160, serial number (B)(6) upon receipt, the device passed all tests performed, and exhibited normal device characteristics. Engineers inspected and analyzed the lead sc-2316-70, serial number (B)(6) and revealed the lead was cleanly cut into two pieces during the explant procedure. Visual and x-ray inspection confirmed lead fracture was not present. Engineers inspected and analyzed the lead sc-2316-70, serial number (B)(6) and revealed the lead was cleanly cut into two pieces during the explant procedure. Visual and x-ray inspections confirmed that all cables are fractured at the clik site, about 19.5 centimeters from the tip of the distal end. Investigation conclusion: based on all available information, engineers concluded that the reported event of the patient experiencing inadequate pain relief due to high impedances was most likely caused by fractures on one of the leads. All cables were fractured at the clik site. When excessive mechanical tensile force was exerted onto the lead, the lead got kinked after it exited the clik anchor resulting in the cable fractures.

Event description:
It was reported that the patient wasn't experiencing the same amount of pain relief due to impedances. Reprogramming was attempted multiple times but was unsuccessful. The patient underwent a revision procedure where the implantable pulse generator ipg and the leads were replaced. The patient is expected to fully recover.